Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was above 500 mg/dl with confusion and shortness of breath. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's basal rate settings were recently changed. During troubleshooting, it was reported that an empty cartridge was inserted into the pump and used for 5 hours. There was no indication or allegation of a device issue. This complaint is being reported because the reported health event was attributed to a use error.